Event description:
It was reported that the patient experienced a burning sensation at the ipg site while charging, which persisted when charging was complete. It was indicated that the patient had to apply continuous pressure while charging. An x-ray was performed the system was reported to be intact. The patient recently started playing lacrosse, but it is unknown if the physical activity contributed to the burning sensation. It was determined that the burning sensation was not device related, and was a nerve problem. The physician prescribed gabapentin and the burning sensation has significantly improved, and the patient is doing well.